Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using venous antergrade approach. The 90% stenosed target lesion was located in a shunt the moderately tortuous and non-calcified vein. After a non-bsc guide wire passed through, a 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. The balloon was initially inflated at 10 atmospheres; however, during the 2nd inflation at 15 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.